Event description:
In 2007, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Four days later, the patient expired. Discharge notes stated the patient had a penetrating ulcer, severe ischemic bowel, and gangrenes left colon. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.